Event description:
It was reported that there were episodes recorded where the right ventricular (rv) lead had t-wave oversensing. The sensitivity was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis revealed there was right ventricular (rv) lead oversensing with a lead failure predictor for high rate non-sustained equal to 217ms average v-cycle on (B)(6) 2013. (B)(4) - concomitant product: 5076 implantable pacing lead (B)(6) 2006, 6949 implantable tachy lead (B)(6) 2006. (B)(4).